Event description:
It was reported that the ilet displayed an unable to proceed alert and the user¿s caregiver indicated the pump needed a restart and supply change; after the caregiver rewound the ilet, the alert cleared and no impact to blood glucose was reported, consistent with a device problem of failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem identified, consistent with a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.